Event description:
It was reported to philips that during a procedure, the device would not allow fluoroscopy. It was also reported that there were images missing from the device. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system was not able to do fluoroscopy. Upon functional testing, the fse began the fluoroscopy with the noname patient. Before moving on to the philips test subject and then snapped a few pictures of the noname patient. Fse proceeded to collect more images on philips test and switched the noname patient name to the philips test patient name to replicate the scenario as best as possible. Fse merged cases without a problem. It was believed that there was a strong possibility that the user made a mistaken on clicking which initiated this problem. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.